Event description:
It was reported that the customer was hospitalized for dka. The customer said that there were no significant events leading to hospitalization. It was indicated that the cause of the event was not determined. The programming and histories were accurate. Troubleshooting was performed and the pump passed the functional tests. In addition, the customer was educated on the two hbg rule.